Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced difficulty flushing the peg tube and has been hospitalized for a gastric ulcer. During hospitalization, the patient developed pneumonia, not device related. The device remains implanted.